Manufacturer narrative:
The returned device was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed a fine jet of water emerging from the distal end of the balloon when attempting inflation. Microscopic analysis of the balloon surface showed a small pinhole, 9 mm distal to the proximal x-ray marker. In close vicinity of the pinhole scratches were observed which have likely been caused by a hard, sharp-edged object such as e.g., anatomical structure. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each product is tested for air tightness by means of a pressure test and a helium leak test. We can therefore confirm that the device was delivered in a leak-proof condition. Based on the conducted investigations, no material or manufacturing related root cause was determined. The root cause for the reported event is most likely related to the patients anatomy.

Manufacturer narrative:
Corrected the initial reporter information. Reference (B)(4). The returned device was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed a fine jet of water emerging from the distal end of the balloon when attempting inflation. Microscopic analysis of the balloon surface showed a small pinhole, 9 mm distal to the proximal x-ray marker. In close vicinity of the pinhole scratches were observed which have likely been caused by a hard, sharp-edged object such as e.g., anatomical structure. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each product is tested for air tightness by means of a pressure test and a helium leak test. We can therefore confirm that the device was delivered in a leak-proof condition. Based on the conducted investigations, no material or manufacturing related root cause was determined. The root cause for the reported event is most likely related to the patients anatomy.

Event description:
Attempted inflation of the passeo-18 balloon (complaint device) at site of lesion in sfa (80 percent stenosis degree). Upon starting inflation, no visible contrast was seen. Negative pressure was pulled on syringe and blood was withdrawn in line, indicating balloon rupture or hole. This balloon was withdrawn, and another passeo-18 with same lot (reported separately) was opened and reinserted. While attempting another inflation, the same incident happened. Balloon was withdrawn and replaced with like size competitive balloon. The competitive balloon inflated with no issue and procedure was completed.